Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch# 2329614, 2360803, 4096520.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc safety shield activation failed. It was reported by customer that the cathena catheter the safety covering of the needle has fallen off. Verbatim: the manager of the ed has said the cathena catheter the safety covering of the needle has fallen off. Customer response on july 03, 2024. 1. Can you please provide the material and lot number associated with reported issue? Ref. Number (B)(4). Bd cathena safety IV catheter bd multiguard technology ¿ 18g 1.25 in 1.3 x 32mm. Lot numbers stocked in our ed - 2329614,2360803,4096520 ¿ rns report that the safety shield on the 18 g 1.25 inch catheter is breaking off post insertion of the IV catheter. We assessed all lot numbers listed an are unable to duplicate the defect. Therefore, it may be possible that there are defects within the lot# series of only certain catheters. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Rn colleagues at extreme risk for needle stick injury. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, the sample as picture below is a contaminated sharps ¿ unable to ship this device. We will save the white safety shield that is breaking off in the future and ship to bd. However, since there is an FDA urgent recall for the same reason with the bd cathena ¿ 2022, 2023 per FDA med watch website this warrants immediate action/guidance for our facility on behalf of bd. 4. Please share the captured photo of the event if available.

Manufacturer narrative:
The reported issue of safety shield activation failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material# 386865, batch# 2329614, 2360803, 4096520. It was reported by customer that the cathena catheter the safety covering of the needle has fallen off. Verbatim: the manager of the ed has said the cathena catheter the safety covering of the needle has fallen off. Customer response on july 03, 2024. 1. Can you please provide the material and lot number associated with reported issue? Ref. Number 386865 bd cathena safety IV catheter bd multiguard technology ¿ 18g 1.25 in 1.3 x 32mm. Lot numbers stocked in our ed - 2329614,2360803,4096520 ¿ rns report that the safety shield on the 18 g 1.25 inch catheter is breaking off post insertion of the IV catheter. We assessed all lot numbers listed an are unable to duplicate the defect. Therefore, it may be possible that there are defects within the lot# series of only certain catheters. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Rn colleagues at extreme risk for needle stick injury. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, the sample as picture below is a contaminated sharps ¿ unable to ship this device. We will save the white safety shield that is breaking off in the future and ship to bd. However, since there is an FDA urgent recall for the same reason with the bd cathena ¿ 2022, 2023 per FDA med watch website this warrants immediate action/guidance for our facility on behalf of bd.